Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was a fall; the customer fell and hit her head. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected for one day prior to death. The customer was not using sensors. The caller stated that the customer had clogged arteries. The caller stated that the customer may have had a possible low blood glucose event that led to the fall. Emergency workers arrived on scene and removed the insulin pump from the customer. The caller declined returning the insulin pump.